Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date. Blood glucose at the time of event was 565 mg/dl. Customer blood glucose was 498 mg/dl. Insulin pump had problems for several months. Alarm not working. After a couple of days of seeing high readings customer changed the reservoir to see that nothing has been released. Almost all the time the insulin pump will show that the reservoir was in the red and the reservoir was still half full. The insulin pump will not be returned for analysis.